Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the evaluation of the device, cracked adhesive around the light guide lens, chipped adhesive around the server plug in (z block), and white foreign material in the air/water tube and air/water cylinder were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the adhesive malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A root cause for the foreign material malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The foreign material events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.